Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified eccentric de novo lesion in the distal circumflex artery. A 3.5x12mm nc tenku rx balloon dilatation catheter was being used for post-dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. The procedure was successfully completed with another unknown balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.